Manufacturer narrative:
See related regulatory report 2029214-2020-01111. If information is provided in the future, a supplemental report will be issued.

Event description:
Pulli, benjamin, christopher j. Stapleton, brian p. Walcott, matthew j. Koch, scott b. Raymond, thabele m. Leslie-mazwi, james d. Rabinov, and aman b. Patel. 2020. ¿comparison of predictive grading systems for procedural risk in endovascular treatment of brain arteriovenous malformations: analysis of 104 consecutive patients.¿  journal of neurosurgery 133 (2): 342¿50. Http://search.ebscohost.com/login.aspx?direct=true<(>&<)>authtype=shib <(>&<)>db=edo<(>&<)>an=144979786<(>&<)>site=eds-live. Medtronic received a literature report pertaining to patients underwent adjunctive endovascular embolization of brain avms between 2002 and 2016 with the goal of reducing the surgical or hemorrhagic risk before definitive radiosurgical treatment. Ten major and 16 minor complications were encountered in 24 patients. A total of 104 patients were included, 45 female, average age of 43 years. Onyx was used in 68 of the total patients. Balloon-assisted onyx delivery with a scepter balloon catheter was utilized in 3 patients. There were also five instances of microcatheter break or retention with the marathon microcatheter and onyx. Toward the end of the study period, the physician switched to the apollo detachable-tip microcatheter and have not encountered additional instances of microcatheter break or retention since then. It was noted that there were onyx related complications but the article did not specify which type of complications as they pertain to onyx.